Manufacturer narrative:
On february 26, 2024, mentor received additional information regarding the date of event, device information, device date of implantation, and original procedure. The date of event has been updated to december 06, 2023. The device date of implant was reported to be (B)(6) 2023. The impacted device was reported to be a 450cc tissue expander (catalog number 3549323) with serial number (B)(6) and lot number 9792046. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient's replacement was a gel breast prosthesis after the explantation. The patient's original surgery was a primary breast reconstruction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified tissue expander and experienced a deflation on an unknown side post-operatively. It was reported that the expander ¿folded over itself and there were perforations in the anterior lower part¿. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 20, 2024, the mentor failure analysis lab has received the device for evaluation. It was reported that the tissues expander initially was unable to obtain increasing volume due to the inflation. The patient identifier has been updated to (B)(6). On march 30, 2024, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample ce tall hgt te w/sut tab 450cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a&b) on the anterior view, measuring approximately less than 0.1 cm each. No other leak sites were found during the analysis. Microscopic examination was performed on the edges of the ruptures (a&b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, the microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).